Event description:
Revision of poly insert for infection.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #6 r-cem; cat# 5510-f-602; lot# ekcef; triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# elprx; triathlon mb patella pa a38; cat# 5554-l-381; lot# ejcxj; sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rd9l058. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding revision due to infection involving a triathlon insert was reported. The event was confirmed. Visual, dimensional and functional inspections were not performed as the product was not returned. A review of the provided medical records by a clinical consultant indicated: the early intervention with I&d for infection is usually accompanied liner exchange because bacteria may stick preferentially to poly surfaces while additionally liner removal is required for access purposes to the knee in order to perform an adequate I&d. There are no device related matters attached to such bearing exchange. In this case no correlation between any specific device property and infection can be established. Patient had no reported risk factors present in the form of an overweight condition or otherwise but mainly bad luck to sustain an infectious complication of the knee arthroplasty. Early intervention appeared to have been adequate although there is no info on further outcome or infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of possibly patient-related and certainly procedure-related factors." Device history review indicated all devices accepted into final stock met specifications. Complaint history review indicates there have been no other similar events for the lot or sterile lot referenced conclusions: clinician review of the medical information provided indicated: the early intervention with I&d for infection is usually accompanied liner exchange because bacteria may stick preferentially to poly surfaces while additionally liner removal is required for access purposes to the knee in order to perform an adequate I&d. There are no device related matters attached to such bearing exchange. In this case no correlation between any specific device property and infection can be established. Patient had no reported risk factors present in the form of an overweight condition or otherwise but mainly bad luck to sustain an infectious complication of the knee arthroplasty. Early intervention appeared to have been adequate although there is no info on further outcome or infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of possibly patient-related and certainly procedure-related factors. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of poly insert for infection.